Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of lead noise were observed. The noise occured during defaecation and strain of the diaphragm. Varying pacing lead impedance was also observed. Lead dislodgement was suspected. Lead revision was recommended. No further information is available at this time.